Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as an ivc filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: investigation is based on description of event and imaging from article. Review of imaging confirmed two grade 3 perforations with celect primary legs, one of the legs penetrating duodenum. A second patient had a grade 2 perforation in either a celect or a tulip filter. Greater ivc reduction during valsalva is considered an effect of filter perforation rather than a cause of perforation. This complaint refers to the second patient. Filter perforation of the vena cava wall is a well-known risk. Several case reports published in scientific literature, describe filter perforation of the vena cava wall. Also, published scientific literature describes that manipulation in the area of filter placement (e.g. Surgery, central line catheter placement retrieval attempt) could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. (B)(4). Catalog#: unknown but referred to as an ivc filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: investigation is based on description of event and imaging from article. Review of imaging confirmed two grade 3 perforations with celect primary legs, one of the legs penetrating duodenum. A second patient had a grade 2 perforation in either a celect or a tulip filter. Greater ivc reduction during valsalva is considered an effect of filter perforation rather than a cause of perforation. This complaint refers to the second patient. Filter perforation of the vena cava wall is a well-known risk. Several case reports published in scientific literature, describe filter perforation of the vena cava wall. Also, published scientific literature describes that manipulation in the area of filter placement (e.g. Surgery, central line catheter placement retrieval attempt) could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to article: minor penetration (grade 2), the strut is outside the ivc lumen wall within retroperitoneum, an halo is observed around the strut, separating it from the contrast filled lumen . No information on retrievability is available from the article. Patient outcome: according to the article no adverse effects on the patient was reported.